Manufacturer narrative:
The available information was reviewed and no complaint was identified which would match with the event reported on the voluntary event report mw5068977. No additional information about patient, device, or health care professional (hcp) could be obtained from the voluntary event report or the maude database. The patient did not allege a device problem, rather reported that the hcp did not sufficiently disclose the side effects of lasik treatment in order to make an informed decision. At the time of the event, the visumax femtosecond laser (visumax) was not approved for laser refractive correction in the us. The side effects described by the patient is not consistent with the potential side effects of flap cut by the visumax as listed in the user manual (IFU 000000-1345-518-doks-fp-us-101111, page 7 and 8). The user manual advises the hcp to perform a clinical evaluation to identify any additional side effects from the relevant technical literature and medical associations. "Side-effects and complications are not limited to this list. Please consult medical literature and associations for additional side effects" (IFU 000000-1345-518-doks-fp-us-101111, page 9).

Event description:
(B)(4). Received from the FDA voluntary event report mw5068977, which was submitted by a patient. The patient reported experiencing side effects post lasik surgery in 2016. The side effects described by the patient are dry eye, pain behind the eyes, flashes, halos, red eye, floaters, double vision, epithelial ingrowth, vertigo, poor eye muscle function, distorted peripheral vision, vitreous detachment, as well as depression and being suicidal. The devices listed for treatment were the visumax femtosecond laser ((B)(4)) and the wavelight ex500 excimer laser ((B)(4)). All pertinent information available to (B)(4) has been submitted in this report.